Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 11h24h25 and no exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient had coughed and thought that the connection got infected due to coughing which caused peritonitis on (B)(6) 2011. The patient was not hospitalized. The patient was treated with vancomycin. On an unreported date in (B)(6) 2011, the patient had recovered from peritonitis. The patient had been retrained on the pd technique. The nurse confirmed the cause of peritonitis due the connection got infected due to coughing.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.